Manufacturer narrative:
Patient #(B)(6) index procedure was performed on (B)(6) 2019. Patient #(B)(6) underwent revision surgery on (B)(6) 2022 due to "the implant reaching its limit of distraction (the implant reached maximal elongation, reaching its end of way) and no more correction was allowed. Post-revision x-rays showed good correction, down to 11 degrees from 22 degrees. Patient is fine, without pain and happy with the result." (Ref: (B)(4)) on 23-sep-2024 apifix was notified that patient #(B)(6) had her implant removed on (B)(6) 2024. According to the reporter, "patient's index procedure was (B)(6) 2019. Patient underwent an implant exchange on (B)(6) 2022. Patient has reached skeletal maturity and the implant was fully extracted. Patient is doing very well". No report of patient harm/complications was received. Explanted device is not expected to be returned to manufacturer. Although no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received, this event involved a removal surgery. Apifix believes that subjecting a patient to another round of anesthesia and additional surgery carries inherent risks, and in an abundance of caution, apifix is reporting this as an adverse event. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
On 23-sep-2024 apifix was notified that patient #(B)(6) had her implant removed on (B)(6) 2024. According to the report received, patient's index procedure was 04-feb-2019. Patient underwent an implant exchange on (B)(6) 2022. Patient has reached skeletal maturity and the implant was fully extracted. Patient is doing very well.